Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during preparation of the 6mm agioguard while outside the patient, the process of unpacking the umbrella, flushing it, and pulling it into the release sheath required a great deal of force. After being closed into the release sheath, the anti-migration clip was removed, the twist control was moved forward to be screwed in combination with the green handle, and the twist control could not be pulled backward to be removed from the release sheath system. The case was completed with a non-cordis filter and precise stent. The filter basket was confirmed to have a kink/bent condition. There was no reported injury to the patient. The intended procedure was internal carotid artery stenosis with stenting. The product was stored and handled according to the instructions for use (IFU). The device was inspected and prepped as per the IFU. No unusual issues were noted with the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. Difficulty was encountered when flushing the filter introducer and deployment sheath, no saline was noted within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire, and the anti-migration clip closest to the filter introducer remained in place until the filter basket was docked into the deployment sheath. Difficulty was also encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was not in contact with the torque nut prior to removing the device from the coil dispenser.the capture sheath coil dispenser was flushed according to the IFU. The device be returned for evaluation.

Manufacturer narrative:
As reported, during preparation of the 6mm angioguard while outside the patient, the process of unpacking the umbrella, flushing it, and pulling it into the release sheath required a great deal of force. After being closed into the release sheath, the anti-migration clip was removed, the twist control was moved forward to be screwed in combination with the green handle, and the twist control could not be pulled backward to be removed from the release sheath system. The case was completed with a non-cordis filter and precise stent. There was no reported injury to the patient. The intended procedure was internal carotid artery stenosis with stenting. The product was stored and handled according to the instructions for use (IFU). The device was inspected and prepped as per the IFU. No unusual issues were noted with the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. Difficulty was encountered when flushing the filter introducer and deployment sheath, no saline was noted within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire, and the anti-migration clip closest to the filter introducer remained in place until the filter basket was docked into the deployment sheath. Difficulty was also encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was not in contact with the torque nut prior to removing the device from the coil dispenser. The capture sheath coil dispenser was flushed according to the IFU. The device be returned for evaluation. A non-sterile ¿rx/6mm basket diameter/180cm¿ unit was returned in a clear plastic bag and included the deployment sheath, ecgw system, and torquing device. The ecgw system was not inserted into the capture sheath upon receipt. Visual inspection revealed no anomalies under unaided visual examination. Functional evaluation showed resistance that impeded the disconnection of the filter basket from the introducer, preventing correct positioning within the deployment sheath. Flushing could not be evaluated due to missing components. Microscopic analysis revealed kinks on the filter basket and a dry substance inside the introducer lumen, which likely contributed to the release resistance. The malfunction ¿delivery system ¿ loading (docking) difficulty¿ was observed during the evaluation. The malfunction ¿delivery system ¿ flushing difficulty¿ could not be substantiated because the coil dispenser was not returned for evaluation preventing the performance of functional analysis. The malfunction "filter basket ¿ kinked/bent" was discovered during the product evaluation. The exact cause of the reported event cannot be determined through this investigation. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "guidewires are delicate instruments and should be handled carefully." And "torquing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Always advance or withdraw the guidewire slowly. Never push, auger, withdraw or torque a guidewire that meets resistance." Based on the available information and product analysis, the cause of the ¿delivery system ¿ loading (docking) difficulty¿ could not be determined. However, it is potentially related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, during preparation of the 6 mm agioguard while outside the patient, the process of unpacking the umbrella, flushing it, and pulling it into the release sheath required a great deal of force. After being closed into the release sheath, the anti-migration clip was removed, the twist control was moved forward to be screwed in combination with the green handle, and the twist control could not be pulled backward to be removed from the release sheath system. The case was completed with a non-cordis filter and precise stent. There was no reported injury to the patient. The intended procedure was internal carotid artery stenosis with stenting. The product was stored and handled according to the instructions for use (IFU). The device was inspected and prepped as per the IFU. No unusual issues were noted with the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. Difficulty was encountered when flushing the filter introducer and deployment sheath, no saline was noted within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire, and the anti-migration clip closest to the filter introducer remained in place until the filter basket was docked into the deployment sheath. Difficulty was also encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was not in contact with the torque nut prior to removing the device from the coil dispenser. The capture sheath coil dispenser was flushed according to the IFU. The device be returned for evaluation. Addendum: the product eval observed the filter basket had a kink/bent condition.